Event description:
It was reported that guidewire tip detachment occurred. A 3 018/180 platinum plus guidewire was crossed the lesion. However, it was noted that the guidewire tip was partially dislodged from the wire. There were no patient complications reported and the patient's status was fine.